Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: an unspecified sensor error message was reported with the adc device and the customer was unable to obtain glucose readings. The customer applied another adc device and indicated it would not activate after three hours of trial. The customer removed the device and applied a third adc device but indicated this failed to activate for an hour before success. The customer indicated they have already reported these issues to adc. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as adc was unable to contact the customer to request a return of the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is 3 of 3 MDR submission as mw5186326 is associated with medwatch # mw5186324, and mw5186325.